Event description:
Philips received a complaint by the customer on the v60 indicating that the device beeped continuously when in operational or diagnostic mode. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device beeped continuously when in operational or diagnostic mode. The customer used an aftermarket battery. The customer also stated that the issue occurred before the battery was replaced and informed that while the battery voltage was at 16.6 volts, the vent information screen read 0%. The customer disconnected the battery, but the issue remained. The customer installed the replacement central processing unit (cpu) printed circuit board assembly (pcba) and resolved the issue. The rse assisted the customer with reprogramming the serial number and adding the power on hours. The customer was able to install the software options with the encryption codes. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made on 12nov2024, 22nov2024, and 18dec2024 to try to obtain further information about this case regarding whether the device was placed back in service, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.